Event description:
It was reported that a pt within 10 minutes of being transfused through the device turned grayish/purple, and eyes rolled back. The pt was taken to the ER, pt experienced chest pain, dyspnea and passed out for 10-15 minutes. Blood pressure increased from 160/70 mmhg to 180/68mmhg. The pt also experienced shortness of breath, diaphoretic throughout and arm pain, relieved by updraft ventilation. Later on the pt experienced profound diarrhea. Pt recovered.

Manufacturer narrative:
Device evaluation/analysis: the major symptoms (chest pain & dyspnea) appear closely related to transfusion induced lung injury (trali), originating in one of several transfusion-related mechanisms: transfused antibody to hla or neutrophil antigens, complement activation, granulocyte aggregation, or transfusion of cytokines. The origin of the trali is most likely related to the blood products transfused. A review of the mfg history of this lot number revealed that this lot was mfg in accordance with documented procedures and met all specifications required for release. It is concluded that the episodes reported was most likely related to the nature of the blood product being transfused to this pt. Unless substantially significant info becomes available, this constitutes a final report.